Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which lead to greater than 2 seconds of pacing inhibition. It was believed to be caused by myopotential oversensing. Boston scientific technical services (ts) was consulted and gave some programming suggestions. No intervention is planned at this time. To date, no adverse patient effects have been reported.